Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were placed without issue. A third clip (xt) was advanced and attempted to be placed posterior to one of the previously placed clips. The xt was positioned and physicians attempted grasp, however the clip did not capture the posterior leaflet. They released grasp and attempted a second time. Grasp was successful and further color reduction was noted. Insertion confirmed on long axis and transgastric views. A decision was made to deploy the xt. Upon deployment the cds moved laterally somewhat abruptly, suspicious there may have been tension on system. After reviewing clip on imaging, it was only securely attached to septal leaflet and did not appear well attached to the posterior. It appeared stable on echocardiogram and fluoroscopy. Physicians suspected it was attached to chords which was why it was still stable. No additional clips were placed as xt was stable and results were satisfactory. Tr was reduced to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty capturing the leaflets and migration of partial clip movement appear to be related to patient morphology/pathology due to multiple leaflet segments. However, a cause for the reported entrapment of device (clip attached on chords) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.